Event description:
The pt reportedly experienced sound quality issues and loss of lock with the external equipment and internal device. The pt's device was explanted. The pt was reimplanted with another cochlear implant.